Event description:
It was reported that a vns pt had deceased. The physician did not have any additional info about the cause of death, and indicated the last office visit had been in 2008. Review of the physician's programming system showed that diagnostics of the pt's generator at that time had shown the generator to be at end of service. The neurologist had referred the pt for generator revision surgery at that time. However, the surgeon indicated he had not seen the pt for consult. The surgeon's office received a call that the pt had deceased. The surgeon had no additional info about the pt's death. The date of death is unknown. Good faith attempts to obtain additional info have been unsuccessful.